Event description:
New information received notes that the right atrial (ra) lead exhibited noise oversensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
It was noted that the right atrial (ra) lead exhibited noise. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.